Event description:
On 3/22/94 we learned from the hospital that the ventilator malfunctioned while on a pt. The hospital reported the pressure dropped to zero and a loud hissing noise was heard. The hospital told us that the pt was switched to another ventilator, and the pt was not injured. On 3/30/94 the hospital confirmed that the pt was doing fine.